Event description:
It was reported during the patient's additional lead implant procedure on (B)(6) 2014. The physician was unable to implant the lead due to patient anatomy and had difficulty advancing the lead to the intended t4/t5 level. This lead was removed and no additional lead was implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.